Manufacturer narrative:
Bd pas acknowledges that the customer has had an issue with the incident lot. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the returned samples and/or photograph(s) confirmed (B)(4), (embedded fm) was appropriate.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes contained fm in tube.